Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient has been receiving inadequate therapy due to high impedances. Reprogramming was unable to consistently provide sufficient therapy. As a result, the patient plans to undergo surgical intervention on a later date.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the lead was explanted and replaced. Issue resolved and therapy has been restored.